Event description:
It was reported that during the surgery, it was noticed the peek implant was too small and not curved as expected. An alternative implant was used. A revision surgery was successfully performed to implant a new peek implant.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during the surgery, it was noticed the peek implant was too small and not curved as expected. An alternative implant was used. A revision surgery was successfully performed to implant a new peek implant.

Manufacturer narrative:
The reported event could be confirmed as an intraoperative image was provided. It was reported that the shape of the implant was too small and not curved enough. This was noticed when the patient was already under anesthesia and the defect exposed. Preliminary feedback was given on 23-mar-2022 to the sales representative, that the implant was designed per standard procedure with a shape that is symmetrical to the patient¿s contralateral side. It is possible to adjust the curvature of the implant to an e. G. More convex or concave shape, but this must be noted upon the order of the implant or must be discussed in a live design session with the surgeon. No further information was provided at that time, but information on the possibility re-sterilization was requested by the hospital. The hospital was informed that the peek device may be re-sterilized per the applicable instructions for use, but the device is intended for ¿1 use, or for use on a single patient during a single procedure.¿ the patient was revised on (B)(6) 2022, and the peek implant was reported having been ¿a perfect fit¿. In a follow-up meeting of the sales rep and the surgeon on (B)(6) 2022, the surgeon stated that swelling was still existent and not reduced during the first surgery, which caused the implant to not fit. Swelling was further pointed out on p. 5 of the design proposal for this case. In conclusion, the implant was designed as requested by the customer. The root cause can be attributed to the patient condition and the swelling that was still present during surgery. Overall, the implant was designed according to all quality instructions, and manufactured to specification. H3 other text : device not available.